Event description:
The customer reported via phone call that they were currently in the hospital. Customer also stated they were unable to enter their blood glucose because the bolus wizard was not set up on the insulin pump. The details of the customer's hospitalization was unknown. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.